Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: dear becton dickinson team. We have discovered a manufacturing defect in the bd plastipak 50ml luer-lok product, batch number 2503091.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four photo's and two physical samples were provided to our quality team for investigation. Upon visual inspection, the paper portion is not properly sealed and packaging is open, verifying the reported incident. A device history review was performed for reported lot 2503091. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the this event were identified during these inspections. During the packaging process, a red adhesive tape is used to connect the end of one paper roll to the beginning of the next. A sensor in the packaging machine is designed to detect this tape and automatically reject this portion to scrap. While we could not identify a direct issue, it was determined this incident occurred due to operator error, failing to properly place the adhesive during replacement of the roll, therefore the detection system was unable to identify and reject the impacted product. Manufacturing personnel have been notified if this incident. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.